Manufacturer narrative:
Internal file number (B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 4.0 x 80 mm armada balloon catheter was used and during the procedure, there was difficulty inflating because the device would not hold pressure and a leak was noted between the hub and the catheter shaft. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.